Manufacturer narrative:
The investigation did not identify a product problem. Pre-analytical handling is suspected to be the main contributing factor.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing. E1 initial reporter street line 1: (B)(6).

Event description:
There was an allegation of an increased proportion of samples with results >50 cp/ml when using the cobas® hiv-1 (192t) on a cobas 5800 analyzer. No specific samples were alleged, but rather the customer alleged that they had observed an increased proportion of samples with results >50 cp/ml with the current assay when compared to the cobas ampliprep/cobas taqman hiv-1 quantitative test, v2.0, and other methods. It was indicated that some of the samples are expected to be lower than 50 cp/ml.